Event description:
In 2009, pt reported he has been experiencing high readings around the 350 mg/dl range. Pt's normal blood glucose range is below 150 mg/dl. He stated the high readings began on the day prior. Pt reported he changed his infusion site and had a real light snack and then later went to eat chinese food which he knew would cause his readings to go up. He stated by night time, his readings were in the 140's mg/dl and today he bolused 12 units of insulin and 2 hours later, he tested and his readings were at 350 mg/dl. Pt reported he just bolused 20 units of insulin to help bring the readings down. He stated the adapter was changed about 1 year ago. Advised it should be changed with every 10th cartridge. He did say that he uses the standard bolus feature and sometimes he forgets to press the check button to confirm delivery. He said that he forgot to confirm his bolus yesterday and didn't deliver it. The insulin device has not given any error messages to indicate a malfunction. The insulin is not always at room temperature. Advised on it. He does not reuse his cartridges. The time is off by 5 minutes so assisted him to correct it. He did not know if his basal rates were programmed correctly and did not know what his basal rates should be to check it. He said, he will check it on his own. He does check the bolus history a few times per day to ensure he is getting his insulin, and he is accepting when he forgets to confirm them. The pt also mentioned hypoglycemic episodes going down to between 29 and 30's mg/dl. He said that has always occurred with him and that those are his fault because he wants to keep his readings low but sometimes they go to low. He tests every hour to ensure he doesn't drop too low. He said he does not count carbohydrates and has argued with his nurse about counting carbohydrates as he doesn't agree in having to count carbohydrates. There are no temporary basal rates set unintentionally. The pt stated that he has become a little "pudgy" lately and is skipping lunch and breakfast to help with that. Advised against it. He said he has noticed that tends to cause higher readings also. Explained the dawn phenomenon to him. Had the pt disconnect at the infusion site and bolus and insulin did emerge correctly. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.